Event description:
Patient had symptoms of subluxation and clunking in her left hip. Intraoperatively, physician noticed a crack in posterior aspect of liner. Proceeded to dislocate hip and while doing so, piece of poly completely broke off.

Manufacturer narrative:
Evaluation summary: the liner was not returned. Causes of liner cracking and/or fracture listed in the literature included trauma, patient activity, patient weight, impingement (contributing factors: cup position or geometry of the cup/head/stem system, patient movements), dislocation (contributing factors: patient neuromuscular deficiency, inadequate tissue tension, cup position, prior surgery on the hip), reduced strength relative to non-crosslinked liners, liner oxidation, and relatively thin polyethylene at the cup rim. No x-rays are included; therefore, evaluation of the cup is not possible. The liner was not returned; therefore, analysis of the fracture is not possible. Patient build noted as small makes excessive weight an unlikely factor. The root cause of the liner cracking and subsequent fracture cannot be determined from the information provided. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.